Event description:
The patient contacted lifescan and reported that the one touch ultra meter was reading inaccurately high. A comparision was done between the patient's meter and the lab. A blood glucose result of 166 mg/dl with a lifescan meter and a result of 122 mg/dl on a laboratory device were compared, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The patient was walked through a control solution test, which failed outside the range. Patient were asked to retest, but the second control solution test failed as well. Patient was then asked to open a new test strip vial and was walked through performing a control solution test with the new test strips. The test passed within range . The patient did not recieve any medical attention or treatment. Based on the information provided, there is an indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient exerienced injury due to the product. This case is reported as a product malfunction since the meter failed the accuracy test and it also failed two control s0lution tests.